Event description:
It was reported that the advanced cement mixing bowl and 180-gram cement cartridge was being used to introduce cement into the distal femur during an exeter hemi hip when the cartridge cracked open. The cement was introduced manually and the procedure was completed successfully with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported failure condition (cartridge breakage) was confirmed upon evaluation of the returned product. The breakage occurred at the proximal end (base) of the cartridge, where it connects to the cement injection gun. Probable root cause(s) for this condition can be associated, but not limited to: inadequate part design / material strength (e.g. Void) and/or design of the cartridge not strong enough to withstand the pressure of hardened cement when late injection method is attempted. Cement hardened too early / viscous (doughy) cement: the manufacturer's instructions for use, 0306-553-702 rev n warns the user to not add foreign substances to the cement¿s mixture, as it can affect the cement¿s mechanical properties and setting time during use. Additionally, it warns the user that the cartridge cannot withstand the excessive pressure that is created when doughy cement is extruded. Do not attempt to extrude the cement if excessive force is required, as it can cause the cartridge to break. In this situation, the cement should be hand packed. No definite root cause could be determined on this particular event. Nonetheless, the reported event did not involve a product problem indicating an adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends. The device was scrapped by the manufacturer.

Event description:
It was reported that the advanced cement mixing bowl and 180-gram cement cartridge was being used to introduce cement into the distal femur during an exeter hemi hip when the cartridge cracked open. The cement was introduced manually and the procedure was completed successfully with no patient or user injuries and no adverse consequences.